Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke. The fiber was replaced and a second fiber was utilized to complete the procedure without consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results that the fiber metal and glass cap located on the tip were present on the returned fiber and there were no breaks identified along the fiber body. However, analysis identified a total internal reflection (tir) surface misalignment due to glue failure and a proximal circumferential fracture. The event is confirmed based on the proximal circumferential fracture. It is probable that the identified tissue adhesion on the metal cap contributed to elevated temperature near the laser beam output window leading to the proximal circumferential fracture and glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures and tir misalignment due to glue failure. The interaction between the user and device, caused or contributed to the identified circumferential fracture. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Based on analysis results and information available, the reported fiber tip break was not identified, and per the event, the procedure was completed without patient harm. There is no information to reasonably suggest that the identified proximal circumferential fracture and glue failure could potentially cause or contribute to a death or serious injury if it were to recur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber total internal reflection (tir) surface was not aligned with the output window, indicative of epoxy failure. Additionally, a proximal circumferential fracture was identified. The glass cap exhibited moderate devitrification and the metal cap exhibited severe charred detritus adhesion on surface, indicative of prolong tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify any signs of breakage along the fiber length. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glue failure and proximal circumferential fracture. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the identified proximal circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 80,232 joules and 8:11 minutes of use. It was noted that the fiber tip had not been cleaned during the procedure. The fiber was replaced and a second fiber was utilized to complete the procedure without consequences to the patient.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber tip break cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: caution: do not use if the package is damaged. Damage to the package may result in damage to the fiber or compromised sterility. Warning: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 80,232 joules and 8:11 minutes of use. It was noted that the fiber tip had not been cleaned during the procedure. The fiber was replaced and a second fiber was utilized to complete the procedure without consequences to the patient.